Event description:
The company was notified on (B)(6) 2012, that a mitroflow valve (12a23 s/n: (B)(4)) had been explanted on (B)(6) 2012, after approx 7.3 years due to reported aortic steno-insufficiency resulting from structural valve deterioration. The device was replaced with a st. Jude medical trifecta bioprothesis - size 23 mm. As reported, the pt died (B)(6) days after the intervention due to septic shock. The implant report from 2005, provided by the hospital, indicates that at the time this mitroflow valve was implanted, the pt's aortic valve and aortic annulus were calcified. In addition to receiving the mitroflow valve in 2005, a coronary by-pass was performed during the procedure. According to the explant report, in addition to the replacement of the mitroflow valve, the ascending aorta was reported to be fragile and was replaced above the coronary arteries.

Manufacturer narrative:
The device is in the process of being returned to the company for evaluation and will undergo gross-examination and morpho-histological analysis at a reference laboratory upon receipt. Method: the complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group (B)(4) inc., mitroflow division. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Results: no definitive results at this time. Conclusion: no conclusion can be drawn at this time as the device has not been evaluated.